Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Clips are not tight enough. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: p91z40. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling the feedbar was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the damaged on the feedbar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.